Event description:
User stated they had a patient calcium that was resulted as 10.4 mg/dl and upon repeat was 9.2 and 9.5 mg/dl. Initial result was not reported. The field service representative could not duplicate the error. He noted he checked the prewash and lowered the cleaner. He also noted he replaced the cooling unit. Check tests, quality control, and patient samples were tested to verify analyzer performance.